Event description:
It was reported that cgm displayed error 42 and bluetooth option was grayed out, which affected sensor use. There was no reported impact to the customer¿s blood glucose level. Customer support guided caller through pump reset, after which cgm error did not recur, and caller was advised to wait 20 minutes before starting new sensor session, which caller understood and acknowledged.